Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the main keypad is unresponsive. After replacing the main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker regarding preventive maintenance of their device. During evaluation stryker observed that the main keypad is unresponsive. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.